Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/04/2015 with the following findings: investigation revealed that the keypad was torn at the up arrow keypad button. All keypad buttons responded normally. The keypad cover was removed and there was evidence of contamination found under all button contacts. The audio bolus button was also found to be torn. The bolus button was difficult to press, and investigation revealed that the bolus button slug was misaligned. Additionally, the display screen was dim, faded, and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that there was contamination under the button contacts, the bolus button was difficult to press, and the display screen was dim and discolored. This report is made based on results of investigation completed on 06/04/2015.